Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter was returned for evaluation. No other specific anomalies were noted during the visual evaluation. During functional testing, the balloon was inflated with an in-house presto inflation device and water was noted to be leaking from the distal tip. The balloon fibers were stripped and a partial circumferential break was observed within the inner guide wire lumen. No other functional testing was performed. All the anomalies are noted by microscopic observation. Therefore, the investigation is confirmed for the reported leak as the catheter noted leakage upon inflating the balloon during functional testing of the returned device. The investigation is also confirmed for the identified inner guide wire lumen tear, as a partial circumferential break was noted on the inner guide wire lumen upon microscopic observation. A definitive root cause for the reported leak and identified inner guide wire lumen tear could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly leaked contrast upon inflation at 12 atm. It was further reported that the balloon was deflated and re-inflated, same thing allegedly happened. Reportedly, the balloon was removed and rinsed off and it was inflated once again and balloon allegedly leaked. The procedure was completed using another device. There was no reported patent injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 04/2025. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly leaked contrast upon inflation at 12 atm. It was further reported that the balloon was deflated and re-inflated, same thing allegedly happened. Reportedly, the balloon was removed and rinsed off and it was inflated once again and balloon allegedly leaked. The procedure was completed using another device. There was no reported patent injury.